Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 47 mg/dl. Bg was addressed with juice and crackers. The customer suspected the cause of bg was a settings adjustment and that bg normally goes low in the morning. Reportedly, the customer contacted a healthcare provider regarding the settings.